Manufacturer narrative:
Product event summary #the implantable cardiac monitor was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor was explanted as the pocket was not healing properly, and had redness and drainage. The patient was placed on antibiotics. No patient complications have been reported as a result of this event.